Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000544 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursions were issued for this lot 15000544. Additional information will be submitted within 30 days of receipt.

Event description:
During inspection, the locking pin of the smart control, iliac 8x60 was found loose. The product was already in this condition when it was delivered. The product was handled and stored as usual procedure. It was not shipped out and not clinically used. The product was neither re-sterilized nor re-packaged. The product will be returned. The exterior box was not damaged. Other than the reported event, no other damages were noticed on the device (stent, delivery system, etc). Prior to shipping, no other issues were noted with any part of the products being returned. No further information was available.